Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. The needle had detached from the suture during use. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. An undispensed suture was examined and was found to have an insufficient swage. An actual needle was returned for evaluation. The needle was used because, there were needle holder marks on the needle. Another needle was also returned. It was visually examined under magnification and no defects were observed. The hole of the needle was examined under magnification for suture remnant and none was found. The needle was not used because there are no needle holder marks. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.